Event description:
The customer contacted baxter¿s technical service center to report a high drain 106 alarm on the homechoice device. During troubleshooting, no abnormalities were noted that could have caused or lead to this alarm. There was patient involvement, but no patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.